Manufacturer narrative:
Section a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: impact code: 4625- sutures. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during insertion, a non-preloaded monofocal intraocular lens (iol) was found with a bent haptic. The scrub technician did not apply force, and the issue was not due to use error. The lens was removed during the same procedure and replaced with a lens of the same model and diopter. No patient injury or capsule tear occurred; one 10-0 ethilon suture was required. No medication beyond standard of care was administered. The complaint device was not returned. No further information was provided.